Event description:
It was reported the device delivered shocks of 17 joules while programmed to deliver 30 joules. All 6 therapies were ineffective and the emergency staff had to carry out resusitation that was reported as short term successful, but long term, the patient died. There is no allegation from a health care professional that the death was device related. It was later reported the cause of death was ventricular fibrillation that lead to circulatory and respiratory failure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device delivered shocks of 17 joules while programmed to deliver 30 joules. All 6 therapies were ineffective and the emergency staff had to carry out resusitation that was reported as short term successful, but long term, the patient died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.